Manufacturer narrative:
Date sent: 03/18/2008. Info anticipated; but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure, the harmonic device touched the cylinder and then a part of the cylinder melted and broke off. Another device was used to complete the case. There were no adverse consequences to the pt.